Manufacturer narrative:
Device evaluated by manufacturer and event problem and evaluation codes: updated. The device was unpacked, and a visual inspection noted a cracked enclosure and the power switch is damaged and unusable confirming the customer complaint. The root cause was identified as wear and tear use and a bad design. A manufacturing device history record (DHR) review was not performed because the device is beyond a year from its manufacture date of 2003 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped., corrected data: h6 event problem patient code: corrected

Manufacturer narrative:
UDI number is unknown. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device wont turn on. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.